Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The customer replaced the sample chain. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective sample chain.

Event description:
On (B)(6) 2015, a customer reported intermittently the sample chain was not homing correctly with the aia-600ii analyzer. The customer is unable to run prog,e2,bhcg,fsh, and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog,e2,bhcg,fsh, and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.